Event description:
Treatment of an intracranial avm (arteriovenous malformation). The patient¿s anatomy was normal in tortuosity. On (B)(6) 2014, the patient underwent embolization treatment. During the procedure, it was reported the apollo tip detached inside the arterial media (m2) as it was being navigated with a mirage. The apollo tip remains in the m3 and there are no plans to retrieve it as the m3 is too small to maneuver any retrieval device in. The procedure was completed without further complication and the patient was reported to be doing fine.

Manufacturer narrative:
The apollo catheter was returned for evaluation without the detachable tip as it remained in the patient. The evaluation could not determine the cause of the event. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4).